Event description:
It was reported by the customer that their insulin pump may not be functioning properly due to low blood glucose levels. Customer stated they were experiencing low blood glucose levels around 50 mg/dl, which led them to believe the device may not be delivering the correct amount of insulin. Assisted customer with correcting bolus amounts. Informed customer the device is functioning properly and to monitor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).